Event description:
It was reported that while inserting the lens into the pt's eye, it split in two. The incision was enlarged to remove the lens and a backup lens was implanted successfully. The pt is doing fine.

Manufacturer narrative:
The lens was returned to bausch + lomb for evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation. The event information received indicates that the inserter used to deliver the at52ao lens during the procedure is not validated for use with this lens.